Event description:
A home patient's (hp) spouse contacted baxter's technical service center regarding a low drain volume alarm that appeared on the display of a homechoice (hc) machine during initial drain cycle. Per initial report, baxter's technical service representative (tsr) assisted the patient's spouse during the initial contact. The patient's spouse stated that the patient had to end previous therapy early and filled with around 500ml of solution in last fill. The drain volume was 767ml. The hp felt empty and wanted to bypass. The tsr helped hp bypass to day fill 1 of 1. The patient's spouse was contacted. The patient did not have any symptoms associated with the overfill incident and was able to continue therapy per the patient's spouse. The nurse said that the patient was seen in the clinic after the incident. The patient did not report any symptoms of fullness or discomfort associated with the incident. No additional information could be obtained regarding this incident.

Manufacturer narrative:
The nurse did not wish to return the homechoice device to baxter.